Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample was requested but the customer has indicated that the device was disposed of at their facility. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that ten days after a tonsillectomy where this device was used, the patient returned to the hospital with approximately 3 cc's of bleeding. The patient had woken up with a 20 cent coin sized blood stain on their pillow for three mornings. The patient was checked and found to have a coagulum of blood sitting over the tonsillar bed which was removed. No active bleeding occurred when the coagulum was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.